Event description:
Health care professional reported - pt has had "on and off return of spasticity". At time pt is "very tight". Puffiness is present at the pump site - clear fluid returns from the needle track at refill. This fluid tests positive for glucose and is not bloodly. Fluid is not baclofen. Surgery done and catheter was broken at the pump connector. Device replaced. Pt is doing better.